Event description:
It was reported that there were problems when reloading the clip in the applying forceps. A new applier was used, and everything went well. Additional information states the event occurred during a laparoscopic right nephroureterectomy. Clips fell into the patient when charging; all faulty clips were recovered endoscopically. There was no damage or injuries.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. Reference file anp1900072648 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired on the first attempt. This was repeated four more times with the same result. The sample was disassembled to inspect the internal components. The yoke was broken at the pin position due to the clip stacking. No further damages were observed. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were remaining, the bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file anp1900072648 for investigation photos. The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "problems during loading of the clip" was confirmed based upon the sample received. One sample was returned with its rotation tab bent and no clip in the first position of the channel. Upon functional inspection, no clips were able to fire from the device. The sample was disassembled , and the ratchet ears were found broken. The yoke was also broken at the pin position. Although no clips were remaining, the broken ratchet prevented the clips from properly loading into the jaws. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip."

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue ot monitor and trend related events.

Event description:
It was reported that there were problems when reloading the clip in the applying forceps. A new applier was used, and everything went well. Additional information states the event occurred during a laparoscopic right nephroureterectomy. Clips fell into the patient when charging; all faulty clips were recovered endoscopically. There was no damage or injuries.